Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the application of the device to the body of the stomach on a total laparoscopic gastrectomy, there was no problem assembling the device, however it could not fire. The nurse reassemble, but to no avail. Replaced by a new device to complete the case. There was no patient injury.